Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. Date radiculopathy and decreased range of motion began is not known. This report is for two (2) unknown prodisc-c implants. Part and lot numbers are unknown; UDI number is unknown. Date of implant and date of explant are not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on an unknown date to remove prodisc-c implants at levels c5 and c6 due to radiculopathy and decreased range of motion. The patient was revised to a cervical fusion with unknown hardware at levels c4, c5 and c6. Surgical delay or patient harm during the procedure is unknown. The patient initially was involved a motor vehicle accident on an unknown date and was implanted with the prodisc-c implants by another surgeon. Surgical delay or patient harm during the initial procedure is also unknown. This report is for two (2) unknown prodisc-c implants. This is report 1 of 1 for (B)(4).